Event description:
It was reported that the roller pump would not work and the light emitting diode (led) did not come on when the pump was powered up. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the field service representative (fsr) the device is at its end of service life (eosl).

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was not verifiable. No analysis was performed since the unit cannot be serviced by the manufacturer and the customer cannot order replacement parts as the unit is at its end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.